Event description:
Authorized distributor in (B)(6) reports domestic repair of device, replacing the power supply unit (psu) board, since the device was shutting down after 45 min to an hour if device was not connected to mains. Based on the information rec'd, the potential risk associated with the reported event is classified as critical since loss of battery support could lead to termination of treatment, if connecting to mains is not available. Based on the information provided at this time, including unknown patient outcome, the event is considered reportable per 21 cfr part 803.3

Manufacturer narrative:
Under european law, patient information is considered confidential and will not be released by the hospital.